Event description:
It was reported that, this pacemaker exhibited farfield oversensing and undersensing leading into overpacing. Additionally, it was noted that the rhythm involved switching to modified atrial based timing with av sensing on which make rhythm look almost like a 2:1. Boston scientific technical services (ts) recommended to consider turning off avs+. This device remains in service. No adverse patient effects were reported.